Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. A visual inspection was performed and the reported issue was confirmed. A root cause could be due to a lack of solvent in the assembly of the connector with the catheter. As a result, the solvent dispenser system was improved to control the amount of solvent that is dispensed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the ng feeding tube was taped securely in place to the patient's face and the end of feeding tube (syringe port) was noted to be missing. The end had come apart at some unknown point. The feeding tube was removed without incident. The remainder of the feeding tube was intact. There was no harm to the patient.